Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy, when stapling the tissue, the handle did not fire. The handle was able to used for approximately 10 firings and then a new handle needed to be opened to complete the procedure. Handle should be able to fire 25 times.